Event description:
Event description boston scientific received information that during a procedure to replace the implantable cardioverter defibrillator (ICD) due to normal battery depletion, this implantable right atrial lead was noted to be micro-fractured. Prior to the procedure, the lead had exhibited intermittent loss of capture. Additionally, an attempt was made to implant a new guidant ICD, however this device's atrioventricular (av) conduction algorithm was not optimal for this patient, so this device was not used.